Manufacturer narrative:
Inspected two opened/used enlite sensors, performed bicarbonate buffer test and one of two sensors failed for low readings. The remaining sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about sensor reading discrepancies. It was reported that the sensor was reading low and the insulin pump was going into threshold suspend but his blood glucose was 295 mg/dl. Customer was trying to bring his level down but it kept suspending. He tried to calibrate at and received calibration error twice and then change sensor alert. Current blood glucose value is 166 mg/dl. Customer has not noticed any bent cannulas on previous sensors just the sensor he had just removed it was kinked. Nothing further reported.